Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with kaguya device were reviewed. No therapy data was available from 10 days prior to reported event date until the reported event date. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced symptoms of cerebral infarction during final drain, specified as ¿7 minutes remaining until the end of therapy¿. The patient was connected to the kaguya device at the time of the event. The estimated peritoneal volume was 293 ml and a drain volume of 1763 ml, with drain volume increasing. The nurse reported the patient was ¿taken away by ambulance¿ due to the event. Renal therapy services (rts) instructed the reporter to discontinue therapy and call the physician. At the time of this report, the patient outcome was unknown. No additional information is available.